Event description:
It was reported that patient's pacemaker was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
As received the device was with battery voltage at elective replacement indicator level. Electrical analysis performed indicated normal functionality. Additionally, visual inspection of the header and connector found no contamination or foreign material. Longevity assessment was normal. No anomalies were found,